Manufacturer narrative:
*** Additional information - 16-apr-2019 *** information gathered in this product investigation. > 16-apr-2019 : the hvps was returned to the manufacturer for further evaluation. Evaluation found a faulty controller board in the reconditioned hvps, and a flat ribbon cable (for channel 2) was loose, caused by rubbing from the main hvps power cable. > no injury reported as a result of this event. > historical complaint review revealed no injury reportedly had occurred as a result of similar events > review of risk file shows this is an anticipated risk which has been quantified and found to be negligibly small. The risk has been characterized and documented as acceptable within a full risk assessment, no corrective and/or preventive action is required.

Manufacturer narrative:
A lumenis service engineer visited the site on (B)(6) 2019, three days after the reported event, and verified the failure was with the laser's hvps (high voltage power supply). On 01/30/2019 the engineer returned and replaced the hvps. The system was then tested with the replacement hvps; the energy was in range and there were no errors observed. The system was handed over to the facility having met manufacturer's specifications and ready for use. A review of system risk files found the risk of system failure (1007143_b - risk # 2.13) which has the potential to lead to ineffective treatment which may require prolonged operation or re-operation. The risk has been quantified and found to be remote, and the risk has been characterized and documented as acceptable within full risk assessment a review of historical product complaints shows that the same malfunction of a system failure (specifically hvps failure) during a procedure, has not led to serious injury in the past. The failed power supply is expected to be returned to lumenis for analysis. Upon receipt and completion of the failure analysis of the device, if there is any further relevant information from that review, a supplemental MDR will be filed. Since this event led to a cancelled procedure, in an abundance of caution lumenis is reporting this as an adverse event as lumenis believes that subjecting a patient to another round of anesthesia carries inherent risks.

Event description:
A user facility reported that their lumenis versapulse powersuite 100w laser system shut down during surgery and was unable to start back up. The procedure was subsequently cancelled. No report of patient complications as a result of this event was received.